Manufacturer narrative:
Reporter phone number - (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor suddenly appears black screen during use, which may delay doctors to treat patients. The device was in clinical use at the time of the event. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor suddenly appears black screen during use, which may delay doctors to treat patients. The device was in clinical use at the time of the event.

Manufacturer narrative:
Philips reached out for additional information. The customer confirmed there was no harm or injury to any patient or user. The customers device was repaired with a third party inverter to resolve their issue.